Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient had a restorelle implanted in 2011. In 2023, the patient underwent diagnostic laparoscopy, exploratory laparotomy, lysis of adhesions and bilateral salpingo-oophorectomy under general anesthesia. Findings included a large cystocele and adhesions to mesh (left fallopian tube, uterus, right fallopian tube and ovary). In 2024, patient had a pelvic organ prolapse and underwent lefort colpocleisis, posterior colporrhaphy and perineorrhaphy with cystoscopy under general anesthesia.

Event description:
As additionally reported to coloplast, though not verified: the patient had abnormal urinary analysis in 2018 and also experienced muscle tightness, back pain with radicular symptoms, intermittent urinary burning with frequency, vaginal discomfort due to vaginal prolapse, stage 3 cystocele, urgency urinary incontinence, urinary hesitancy, intermittent urinary stream, incomplete bladder emptying, placement of pessary, low back pain when removing pessary and possible urinary tract infection. Prolapse and urinary issues resolved following procedure in 2024; however, the patient reported bowel issues since revision with stools of a mushy and loose consistency, increased frequency of bowel movements, stomach pain/ abdominal cramps and gas. In 2025 the patient reportedly experienced a urinary tract infection, urinary urgency and incontinence.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated accordingly. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
As additionally reported to coloplast, though not verified: the patient underwent a surgical procedure to treat her pelvic organ prolapse and stress urinary incontinence during which her physician implanted a restorelle y. The patient subsequently suffered complications associated with the mesh, including but not limited to: pain, protrusion, extrusion, erosion, urinary issues, recurrence [stress urinary incontinence], bleeding dyspareunia, heavy discharge, vaginal scarring, permanent disfigurement, and difficulty with daily activities, which ultimately required surgical intervention and revision of mesh.